Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a problem causing loss of ultrasound image during an electrosurgical unit (eus) guided fine-needle biopsy of a pancreatic body mass diagnostic procedure involving an olympus ultrasound gastrovideoscope. The intended procedure was completed using a competitor device. There was no patient injury was reported.